Event description:
It was reported that during follow-up, backup vvi mode was observed. The device was also at normal eri. Patient was asymptomatic. The device was explanted and replaced. There were no adverse consequences to the patient.